Manufacturer narrative:
The device has not been returned for evaluation.

Event description:
It was reported that the device did not turn on. During troubleshooting, the customer was advised of how to hard reset and to take the battery out and wait before to turn it on. No pt injury was reported.